Event description:
It was reported that during an unknown procedure, there was some problem to the cartridge. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # 571a59. Additional information was requested, and the following was received: could you please provide more details for "there was some problem to the cartridge"? It is unknown. There is no information about what was occurred to the product. No further information will be available. Did the device staple? No further information will be available. If the device stapled, was the staple line complete? No further information will be available. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? No further information will be available. Did the device cut? No further information will be available. If the device cut, was the cut line complete? No further information will be available. Were the cut line and staple lines equal? No further information will be available. Was the device fired across a staple line? No further information will be available. Did the reload lock out and would not work? No further information will be available. Did the reload begin to staple and cut, but then jammed? No further information will be available. Did the device staple, but there was no cut line? No further information will be available. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the sr75 reload was received with the doghouse damaged. The reload was received with the proximal 41 drivers up and with the swing tab in the locked position. Further analysis shows 1 single driver at the proximal end, out of position marking the reload nonfunctionally. The cartridge pan was removed in order to verify the condition of the internal components and one leg from the wedge knife assembly was noted to be damaged. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, when joining the device halves over the long loaded reload it may appear as the device not closing or that the alignment locking lever is hard to close, causing the damaged noted. Please reference the IFU for proper cartridge loading. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.